Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they were sitting in a chair and they all of a sudden got a terrible pinching, ¿just like when the device was implanted.¿ the patient reported they turned the stimulator off and then on and the pinching had still been there, just as bad. The patient turned the implant off and the pinching sensation had gone away. The patient confirmed that the issue was at the implant site, near the buttocks area and they noted they have had about 3 falls/ a few falls in the past month. While on the call, patient services had the patient switch programs to see if the pinching was still present. The patient switched to program 1 at 2.9 and the patient felt stimulation comfortably and the pinching sensation was gone. The patient was going to monitor their symptoms now that a change had been made and they were going to follow up with the hcp if the issue didn¿t resolve. It was noted the patient was going to schedule a follow-up appointment with their hcp. There were no further complications reported.